Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had a replacement. The patient initially stated it was due to normal battery depletion but then stated they had problems with wearing depends ¿and stuff.¿ the patient explained that they meant they weren¿t having full control and stated this was the case for at least two and half months prior to the replacement surgery. The patient noted that the manufacturer representative confirmed that the interstim was dead on the day of the surgery. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the device was at end of service (eos) when the device was interrogated. No other information was available at the time of this report. There were no further complication reported or anticipated.